Event description:
Additional information received reports the lens was implanted and stuck midway in the incision. At that time it was noted one haptic was broken and remained on the plunger of the handpiece. The lens was then removed and replaced with a monofocal lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) the lens got stuck in the wound. The haptic was broken at this time. The lens was removed from the wound and a backup lens was implanted. There is no reported patient impact. Additional information was requested.